Event description:
Pt received chemotheraphy from oncologist and was hooked up to hyderation fluids through cadd tpn pump. The pump was unable to run because it would alarm "high pressure "every time it was set into run mode. Pt's lines were okay and flushed fine. A new pump, cadd tpn, was delivered to pt and fluids were administered with no further problems.